Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: the device failed self test.

Manufacturer narrative:
Technical event:232056 (plausibility between pambient and pfilter failed) and self test failed at start-up during non clinical use. No patient was involved. The event did not cause or contributed to a death or serious injury to a patient. To address the issue, a control board was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the control board, as no further issues have been reported.